Event description:
It was reported that the customer stored the pump for 1 month, and when we put the battery back in the pump he received an unexpected restart alarm. Customer's blood glucose level at the time 120mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)